Manufacturer narrative:
The customer replaced power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was discovered that the power cord did not pass electrical safety. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.